Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The events of silicone migration and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture, silicone migration, lymphadenopathy. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of ¿right breast hard and painful¿, ¿laterally is a massive tumor to palpate¿, ¿in the axilla enlarged lymph nodes¿, and sonography noted ¿rupture of the implant detectable with silicone leakage into the lymph nodes¿. The device was explanted. This record relates to the right side.